Event description:
Breakage of uni stem (at the neck) was reported in a case in another country.

Manufacturer narrative:
"Retrospective one-time summary report" this report covers a total of one serious injury MDR. The reason the foreign-source MDR reportable events (being submitted under exemption) are being filed late is due to a misunderstanding by the manufacturer, plus orthopedics ag, of the MDR requirements applicable to foreign manufacturers. At the time of these events plus orthopedics ag erroneously believed that foreign events were reportable only if the event involved a device from the "same lot" as devices that were distributed in the united states. Thus the MDR's that are the subject of this retrospective one-time summary report were not appropriately evaluated for MDR reportability, and not reported to FDA. Appropriate corrective actions have been implemented. Material fatigue failure at corrosion damaged area; cause of corrosion unknown.